Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.